Event description:
During the transurethral microwave thermotherapy procedure, the catheter was inserted into the pt's urethra. Prior to delivering the therapy, the prostatron's monitor read "tank empty". Upon inspection, pt pad was full of water. Catheter appeared to be leaking from inside pt. Catheter was removed and a separate catheter was inserted.